Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was originally implanted with an afx bifurcated stent graft and two (2) afx infrarenal aortic extensions on (B)(6) 2011. Approximately 6 years later on yearly follow up, it was reported that the aneurysm was shrinking (down to 4.6cm from 5.6cm). Recently a type 3b endoleak was presented on a exam and revealing the aneurysm expanding to 6.3cm. Re-intervention is planned but has not been scheduled. The patient is stable and asymptomatic and no additional patient sequalae has been reported at this time.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Attempts were made to obtain medical records and images but no were denied. The reported type 3b endoleak is mostly likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.